Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to improper component placement, occlusion of device or native vessel.

Event description:
On (B)(6) 2018, the patient underwent a treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses (rlt281418j/(B)(4) and plc201200j/(B)(4)). When the gore® excluder® aaa endoprosthesis featuring c3® delivery system was deployed, the distal end of the trunk-ipsilateral leg component unintentionally covered the left internal iliac artery ostium. The physician attempted to push the device up using a balloon catheter, however, it was not successful. A procedural angiography showed that the blood flow into the left internal iliac artery was obviously delayed (weak). The procedure was completed without further treatment for the coverage of the left internal iliac artery. The patient tolerated the procedure. The physician is monitoring the patient.